Event description:
It was reported that during a nephrectomy procedure, the device was being used with a white load. After firing the device locked on the vessel and would not open. The procedure was converted to open in order to cut the device out. There was some bleeding, but it was controlled. The pt's hosp stay will probably be extended. The pt is in stable condition at this time.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.